Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that the first surgical procedure of the day was delayed by several events. System messages appeared during the priming step and the laser did not work. After 3 reboots, the system finally worked. The surgery was performed, without any problems. There was a delay of an hour and a half. Patient stayed in the operating room during all this time and was under anesthesia. No patient injury was reported.